Manufacturer narrative:
Investigation summary: the device was visually inspected and reddish material and a hole was observed on the pebax area. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. Vector cannot be displayed due error 106 (force sensor error). A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30226815l number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that when coming on ablation, the force vector would invert completely on the carto 3 system. The cable was replaced without resolution. Then the carto 3 system was rebooted, and the issue continued. The catheter was replaced, and the issue was resolved. The customer noted that when the catheter was removed from the body, blood residue was found in the spring of the catheter. The carto 3 system was operating per specifications and is not responsible for the product issue. The catheter has been determined to be the root cause of the complaint reported. The procedure was continued. No other information has been made available. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue with the inverted force vector was assessed as not reportable. Despite the incorrect force vector visualization, the device can function as intended, because the catheter can still be displayed using fluoroscopy and the carto 3 navigation system. The potential that it could cause or contribute a death, serious injury, or other significant adverse event was remote. The risk to the patient was low. On november 27, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that there was a reddish color is observed under pebax. On (B)(6) 2019, after further testing, it was confirmed that there was reddish material under the pebax, and it was found that there was a hole observed in pebax. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on december 12, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is december 12, 2019.